Event description:
User detected that the display was rotated. Image frames of cbct series might be missing, causing the display to be rotated. Under normal conditions, when the rotation is clinically significant the rotation will be noticed.

Manufacturer narrative:
In some situations the images of cbct series may be displayed with a rotation. In most situations this can be noticed very clearly, e.g. When the tabletop is included in the images. In other situations the user will be able to see this rotation as the pt will appear to have rotated especially when radiopaque pt markers or laser positioning have been used. The install date for this software is (B)(4) 2011.